Event description:
It is reported that 3 custom I/b I articular surfaces fit in the existing tibial tray but the slot for the locking pin was in the wrong position. The surgeon elected to implant the 22mm articular surface without the locking pin.

Manufacturer narrative:
This report will be amended when our investigation is complete.